Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert from the transmitter was delivered stating that the device charge time limit has been reached. The patient will continue to be monitored and there were no patient consequences.